Manufacturer narrative:
Final device analysis results reveal - no anomaly found - no cut was evident on the section of catheter returned.

Event description:
The catheter was returned to the manufacturer for analysis due to it being cut during the pump exchange. The patient was undergoing pump replacement due to normal battery depletion. During the explant procedure the catheter was cut. It was returned to the manufacturer for analysis. There was no adverse event.